Event description:
Per the physician, the patient¿s fixture ¿fell out¿. More information has been requested but was not available at the time this report was filed.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted on an unknown date. Explanted device is not available for analysis. Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. (B)(4). Device not available for analysis.